Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse started the system, error 319 occurred, and the usm did not work. The fse swapped usm 2 and 3 cables, but the issue did not resolve. The fse replaced the armnet 2 proximal setup joint (suj) and the error resolved. The system was tested and verified as ready for use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 had a non-recoverable error and was not useable. The site power cycled and hard power cycled the patient side cart (psc) with the same result. The technical support engineer (tse) viewed the logs and found error 319 pointing to axes controller unit (acu) 1 missing in the node list. Due to the issue, other boards were not responding as well. The tse suggested to deactivate the usm and continue. The caller stated usm2 was needed for the surgery and did not know how the surgeon would proceed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up on 9-feb-2022, 16-feb-2022, 24-feb-2022, 28-feb-2022 and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was completed robotically with one less arm. The patient did not experience any intra-operative or post-operative complications. The maryland bipolar forceps (mbf) instrument was installed on arm 2. The mbf instrument did not respond to orders. The mbf instrument was unclamped and removed from the patient tissue with the emergency stop and instrument release kit (irk). The surgeon was performing a bricker bladder operation. There was no additional resection of tissue due to the issue. There was a delay of about 45 minutes. It was confirmed that there was no patient injury.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Failure analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument was installed and removed from the system multiple times with no issues. The instrument was tested multiple times and passed. The instrument was fully functional. There was no problem detected. A review of the instrument log of the mbf instrument (part # 471172-16 / lot # n10210208-0411) associated with this event has been performed. Per the logs, the instrument was used on 07-feb-2022 on system sk0540 for a radical cystectomy w/ neobladder procedure. Per the logs, there were 11 lives remaining.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the suj involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. The error/fault was also confirmed via field logs. The unit was installed on the system and error 319 was triggered. The unit was put on the psc fixture test platform (pftp) and failed the node check test. A golden fiber optic cable was installed and passed all tests on pftp. The original fiber optic cable was reinstalled and the suj failed node test again. Additionally, the suj constant force spring (cfs) was found to be over 675. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.